Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the pt had his device explanted as he was a candidate for resective brain surgery and needed to undergo a high filed MRI. No product issues or adverse events were reported. Explanted product was returned to the MFR for analysis. Upon analysis, abraded openings were identified in both the outer and inner silicone tubing of both the positive and negative lead coils. A discolored area was identified in the positive coil at this location. Scanning electron microscopy performed on the discolored area of the positive coil showed that pitting or electro etching conditions have occurred at this location. Also, a broken strand was identified near the end of the connector boot. However, due to the orientation of the broken strand the final fracture mechanism cannot be determined. Note that since the electrode array portion was not returned for analysis an evaluation and resulting commentary cannot be made on that portion of the lead. No other anomalies were identified in the returned lead portion.